Manufacturer narrative:
Weight: (B)(6) 2013: (B)(6); (B)(6) 2013: (B)(6); (B)(6) 2013: (B)(6). Explant date: (B)(6) 2012; day unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported in (B)(6) 2010 that a patient with a history of stage 4 squamous-cell carcinoma (scca) of the floor of mouth with mandibular invasion and osteoradionecrosis (or). The patient underwent composite floor of the mouth (fom) mandible resection and right neck dissection with pectoralis myocutaneous pedicled flap reconstruction over only a titanium plate spanning the bony defect. Post operatively the patient received radiation therapy. A persistent left neck mass post-treatment, and underwent selective left neck dissection after x-ray radio therapy (xrt) which did not have cancer. (B)(6) 2010, the titanium bridging plate fractured and eroded through the anterior mentum. On (B)(6) 2011 the patient had surgery for composite resection/mandibulectomy, including lower facial and upper neck skin resection with revision neck dissections and placement of a tracheostomy performed the simultaneous reconstruction, with a right scapular osteocutaneous free tissue transfer and transosseous plating. A single osteotomy was performed at the junction of the right symphysis and parasymphysis, with two monocortical locking screws placed in the neo parasymphyseal segment, and three locking monocortical screws placed in the neosymphysis. The plate had been internally fixated using four bicortical screws on either side for a total of eight bicortical screws in the native mandible. Hardware used was synthes 3.0 locking mandibular recon plate. Non-synthes bone "putty" was applied at bony junction sites. The first week postop he did great, but then had an odd unexplained small-vessel venous congestion issue around post-operative day ten and required leeching; the flap was salvaged, but the patient continued on with a challenging post-operative course. The patient worsened by his pre-existing malnutrition and tobacco abuse (despite continual counseling by all on cessation). He developed an abscess within the skin paddle of the neo-chin free flap skin paddle after being discharged home. Later hospitalized for IV antibiotics and wound care for (B)(6), the patient was found to be profoundly hypothyroid, and his scapular donor site broke down post-operative requiring vac (vacuum-assisted closure) therapy and local wound care for months. According to post-operative notes taken on (B)(6) 2013: (B)(6) 2012 the patient had then missed multiple appointments, and when he did follow up, he had exposed hardware through the left neo-mentum, but no fistula-- subsequently, however, he developed intraoral hardware exposure as well on the right, and despite attempts and intraoral soft tissue coverage, this broke down again and the wounds have all just progressed. The patient had the gastric tube (gt) removed (B)(6). Unfortunately, the percutaneous endoscopic gastrostomy (peg) site has not healed and is chronically leaking gastric contents. The patient had removal of all mandibular hardware in (B)(6) 2012 and closed the intra and extra oral wounds in addition to burring down some exposed osteoradionecrosis bone of the native left mandibular body. He is using a gt which was replaced in december and taking liquids by straw. He continues to smoke. This is report 16 of 16 for (B)(4).